Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent malfunctions alarm occurred. There was no patient involvement as the pump has not been used for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.